Manufacturer narrative:
The technician found the alarm buzzer was not working. He cleaned the alarm buzzer to repair the bed.

Event description:
Information received indicates the alarm is not working for the bed exit.